Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument charred. The procedure was completed at the time of the report. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: according to the operating room (or), there were no incidents, neither that a patient was harmed nor that remains of the pulley remained in the patient. All other questions cannot be answered.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument could not be replicated nor confirmed. The instrument underwent external and internal visual inspection, no issues detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The scissors did cut cleanly through 0.15mm latex test material. The instrument passed the electrical continuity test. The instrument was fully functional. No recognition issues were detected during the failure analysis. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
Refer to h11 for follow-up information.